Event description:
A hospital in (B)(6) reported via our distributor that the ports of three mr210 adult humidification chambers cracked during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the ports of three mr210 adult humidification chambers cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: lot 110530 (1), unknown (2). Device manufacturer date: lot 110530: 05/03/2011. Method: one complaint chamber, lot 110530, was returned. The returned complaint chamber was visually inspected. Results: the visual inspection of the complaint chamber revealed cracks at the port of the chamber dome, confirming the reported faut. A lot check revealed no other complaints of this nature for lot number 110530. Conclusion: every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. It is possible that the stresses on the returned chamber were induced during storage or transport processes, causing the chamber to crack. (B)(4).

Manufacturer narrative:
(B)(4). Lot number: lot 110530. Device manufacturer date: lot 110530 - 05/03/2011. The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.